Manufacturer narrative:
Investigation has found that, under certain circumstances, the dose report information in the image acquisition system (ias) may be out of sync with the dose report information in the mobile view station (mvs). Errors in dose reporting can occur when these systems attempt to reconcile different dose information. If the ias is re-started/re-booted independently from the mvs, the mvs continues to track the dose of the same exam. When the ias re-connects with the mvs, the "old cumulative dose" stored in the mvs is subtracted from the "new cumulative dose" received from the ias on restart. This can result in lower than actual or, in some instances, negative dose reporting values. Investigation also found that, to prevent the occurrence of this issue, the user must follow the instructions for use for powering up the system as found on page 4-2 and powering down the system as found on page 9-2. Should the ias system be re-started for any reason, the mvs system must also be re-started. These steps will insure that the mvs and ias systems stay in sync. Should this situation occur again, the dose reports will need to be added manually to insure accuracy. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A site representative reported that, while in a spine procedure, the dose report showed a negative dose area product value. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Dose report investigation results not available at the time of this report.